Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, it was determined that the catheter used to implant the lead had passed the use-before-date. No patient complications have been reported as a result of this event.